Event description:
On (B)(6) 2006, I underwent a right total hip arthroplasty. I rec'd a depuy corail femoral stem size 14, high offset with a 36 plus 12 head. The acetabular shell was a size 60 pinnacle sector 2 with an ultimate full metal liner 36 mm. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device I have experienced severe pain, discomfort, and inflammation in my right thigh and right hip area. I also feel extreme discomfort when walking. On (B)(6) 2011, I underwent blood testing. My cobalt level was 7.4. On (B)(6) 2012, I had a revision surgery to remove the pinnacle device and replace it with another hip implant. Reason for use: right hip osteonecrosis.